Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), genital haemorrhage ("abnormal genital bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: qse for product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), genital haemorrhage ("abnormal genital bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.